Event description:
An elderly person experienced atrial fibrillation while on vacation and he presented to local cardiologist for evaluation and then pursued electrical cardioversion. Patient was brought to bronch room, attached to lifepak. First set of patches defective where the adhesive stuck to paper instead of patch. Rn reapplied different set of patches. Patient sedated and lifepak turned on and synched to patient's rhythm. Upon charging machine, the patient had a slight change in rhythm, continued in atrial fibrillation (a-fib). Life pak unsynched with patient. Rn immediately dumped charge and procedure started again. Doctors are in room and process restarted. The lifepak resynched and charged to appropriate joules and synch was lost again, charge dumped. New pads applied and cardioversion attempted and succeeded this time with no loss of synch mode for cardioversion. Rn noted there had recently been 6 to 8 pad sets tossed during previous procedures however, no dates, no lot numbers retained. The cardiopulmonary lab personnel retained these 3 sets in this report and saved packages and devices which are all the same lot number. No patient harms.